Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was defective. It was reported that when passing the dilator through vizigo, it was hard and would not insert. This occurred when the product was opened and setup. The issue was resolved by changing product to another one. A defective hemostatic valve was also noted in report. The procedure was completed without patient's consequence. Follow up has been conducted, however, no additional information has been received at this time. Hemostatic valve separation is MDR-reportable. Obstructed sheath is not MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 2-feb-2023, the product investigation was updated with the following information: visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Analysis was performed, concluding that the mechanical damage could be related to the manipulation the device during the procedure or excessive force, due to the damages observed on the surface; however, this cannot be conclusively determined. Due to the condition of the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2022, bwi received additional information regarding the event. The bwi sales consultant provided clarification: the physician was not able to move forward dilator, but it was able to withdraw, and the resistance that was felt is when they were trying to put the dilator in. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jul-2022, bwi received additional information regarding the event. There was no damage on the hemostatic valve. The hemostatic valve (gasket) did not break into two or more separate piece and did not become detached from the sheath. The sheath was not being used on the patient, therefore no blood return was observed. Furthermore, on 26-jul-2022, bwi received information with additional details. The physician was not able to move forward dilator. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath and when they were trying to withdraw it from the sheath. No physical damage on the sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath. The dilator was stuck in the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was defective. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath. Examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." DHR review: a device history record review was performed for the finished device 50000108 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).